Event description:
The customer reported having issues during prime/rewind process. Troubleshooting was performed. The blood glucose reading was 237mg/dl. The caller stated that insulin is squirting out and the numbers were ramping during the manual prime process. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.